Event description:
The initial reporter questioned low results for multiple patient samples tested for ua2 and ureal on a cobas 8000 c 702 module. Discrepant results were identified for 1 patient sample while troubleshooting qc issues. The initial ureal result was 0.7 mg/dl. The repeat result was 58.1 mg/dl. The initial ua2 result was 0.3 mg/dl. The repeat result was 3.3 mg/dl.

Manufacturer narrative:
The ureal reagent lot number was 74134601 with an expiration date of 30-apr-2024. The ua2 reagent lot number was 67565601 with an expiration date of 30-nov-2023. The field service engineer (fse) replaced the cell rinse tube. The investigation determined the event was due to a maintenance issue.